Event description:
The customer reported via phone call that they had issues with their reservoir. The customer woke up with the infusion set detached from their body. Customer's blood glucose level was 400 mg/dl. Insulin was leaking from the reservoir. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.